Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber was tested with hene laser fixture, aim beam is present at the distal end of fiber; the metal cap exhibits moderate char and scratch marks on metal surface; the outer flow tubing exhibits abrasions and scratch marks near open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 219,500 joules; 21 minutes of use, the fiber broke and vaporization was lost. The fiber tip (cap) was cleaned during the procedure. The procedure was completed utilizing a second fiber. No injury to the patient was reported.